Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with pain. The patient has sustained permanent injury, permanent and substantial physical deformity, and loss of an organ system. The patient has undergone or will undergo corrective surgery. All other information is unknown and unavailable.